Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 38-year-old female patient who had essure (batch no. B82476) inserted for female sterilization. The patient's medical history included menorrhagia, depressive disorder, chronic lumbago, obesity and uterine ablation. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 years 6 months after insertion of essure. The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy, da vinci platform). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: trailing coils- left-1, right-5 procedure in detail: the essure device there was one coil noted to be extending into the endometrial cavity. Attention was then turned to the patient's right ostia, which was visualized, cannulated without difficulty and ii following deployment there were five coils noted to be extending into the uterine cavity. Discrepancy noted: (B)(6) 2014 (insertion date). (B)(6) 2019 (removal date) as reported. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : pelvic pain. Lot number: b82476. Manufacturing date: 2013-10-16. Expiration date: 2016-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 38-year-old female patient who had essure (batch no. B82476) inserted for female sterilization. The patient's medical history included menorrhagia, depressive disorder, chronic lumbago, obesity and uterine ablation. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 years 6 months after insertion of essure. The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy, da vinci platform). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: trailing coils- left-1, right-5. Procedure in detail: the essure device there was one coil noted to be extending into the endometrial cavity. Attention was then turned to the patient's right ostia, which was visualized, cannulated without difficulty and ii following deployment there were five coils noted to be extending into the uterine cavity. Discrepancy noted: (B)(6) 2014 and (B)(6) 2014 (insertion date). (B)(6) 2019 and (B)(6)2019 (removal date) as reported. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : pelvic pain. Most recent follow-up information incorporated above includes: on 6-oct-2020: mr received : previously reported event 'medical device removal" updated to "chronic pelvic pain", reporter, lot number, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('removal'). In a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 2 months after insertion of essure. The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 2 months after insertion of essure. The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.